Event description:
Customer stated that their meter is, at times, missing lines. They stated that the screen will read half of the first number. A review of the system was conducted over the phone. This review indicated that segments were missing from the meter's display. The customer was asked to return the meter for further evaluation and a replacement was provided. The customer was invited to call 24/7 with future questions/concerns.